Manufacturer narrative:
Date of event: date estimated. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the available information, the reported migration (partial clip movement) appears to have been a result of challenging patient anatomy. The reported recurrent mitral regurgitation (mr) appears to have been a cascading event of the reported migration (partial clip movement). A cause for the reported poor imaging could not be determined. The reported patient effect of recurrent mr as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported hospitalization or prolonged hospitalization and unexpected medical intervention were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is being filed to report clip mobility, recurrent mitral regurgitation requiring an additional clip. It was reported that the initial mitraclip procedure was performed on (B)(6) 2021 to treat degenerative mitral regurgitation (mr) with a grade of 4. One clip was implanted, reducing the mr to 2-3. Imaging was noted to be challenging during the procedure. On 30-day follow-up, a control echocardiogram was performed, which found that the clip had partial mobility, there was partial detachment from the posterior leaflet and mr had increased to 4. On (B)(6) 2021, a second procedure was performed to stabilize the clip. One additional clip was implanted lateral to the first clip, reducing mr to <1. Final gradient was 5 mmhg. No additional information was provided.